Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the power rebooted automatically. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This is an update regarding investigation after part was returned to failure analysis lab. Defective processor pca was returned to fa lab for analysis. Reported problem " power on problem" was verified in lab testing. The pca had an intermittent condition affecting powering up. This was caused by damaged components (d5, l11) see attached images pr2356731_d5.jpg, pr2356731_l11.jpg. Replaced the damaged components and the intermittent condition is resolved. After the replacement, pca passed all tests during op check and general testing. This pca ¿ d5 missing. Data generated by this investigation will be logged for trending analysis.